Event description:
It was reported via a trial that approximately twenty two months post direct stenting in the mid left anterior descending artery (mlad) and the mid right coronary artery (mrca) with two xience v stents, the patient experienced chest pain and was found to have a positive functional stress test demonstrating myocardial ischemia. The patient underwent percutaneous coronary revascularization with two drug eluting stents on (B)(6) 2010 for in-stent restenosis in the index target lesion in the lad. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Direct stenting, no pre-dilatation performed. There was no reported product deficiency. The reported angina, stenosis and ischemia are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was direct stented (without pre-dilatation of the lesion). It should be noted that the (IFU) states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effects as the patient effects were reported approximately 22 months post procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.